Manufacturer narrative:
Analysis identified that the butt joint of the outer insulation was separated at the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Weight is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing an implant for gastrointestinal /pelvic floor therapy. It was reported the lead separated during the implant procedure. It was reported the physician may have pushed the lead in too hard against potential scar tissue due to radiation from previous medical treatments. The coating on the lead separated from the electrodes on the distal end, and hcp replaced the lead with a new one. There were no issues being reported including the signs or symptoms that patient experienced related to the issue and the patient was alive with no injury. On (B)(6) 2019 the hcp/rep clarified that there was no impact to the patient, and the lead was replaced with a new one. The patient¿s weight was roughly 180 pounds. No further complications were reported or are anticipated.